Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber pcb and insulators were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys would not fluoro during a case. The 9900 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.